Event description:
Pt's wife stated that her husband was implanted with a medtronic capstone spinal system, on (B)(6) 2012. She alleged that he developed the following symptoms (B)(6) 2012; excruciating pain, infection, fever and within several weeks he had lost 20 lbs. On (B)(6) 2012, her husband's blood pressure shot up, he had a seizure and he died.